Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative regarding a patient receiving clonidine 200mcg/ml at minimum rate and dilaudid 15mg/ml at minimum rate via an implanted pump. Indication for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that a critical alarm was heard and confirmed by telemetry. The patient saw a '8474' code on their personal therapy manager (ptm). The alarm had started on (B)(6) 2016, post mammogram. Per the event logs on (B)(6) 2016 at 17:18, a reset had occurred, a reset occurred low battery, and the pump was in safe state. The patient was in the emergency room (ER). The patient had return of symptoms. An IV was placed in the ER and the patient was given IV pain medication. It was noted that pump replacement was being considered. The patient was having a review of system (ros) being done.

Manufacturer narrative:
Correction filed to indicate the event was a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The initial reported was the healthcare provider (hcp). The patient began to experience increased pain on (B)(6) 2016. The alarm occurred on (B)(6) 2016 per the logs. A pump replacement had not been scheduled yet, but was in the works. No troubleshooting was done. The patient was started on oral dilaudid to control increased pain until the pump could be replaced. The cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer's device registration system indicates the pump was replaced on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the patient who reported that she experienced withdrawal in (B)(6) 2016 when her pump ¿went out¿ which she clarified to mean she was ¿hearing that warning music from the pump¿. She realized she wasn¿t getting medication and she went into withdrawal really fast, so she went to the closest hospital. Per the patient, as of the date of this report, the situation was resolved. No further complications were reported/anticipated.